Event description:
A customer reported experiencing cartridge alarms with a tandem mobi pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to resolve the issue by removing and reloading the cartridge, which restored insulin therapy. Further investigation revealed occlusion alarms happening with most cartridge changes, leading to the decision to replace the pump. The customer was advised to continue using the current pump until the replacement arrived and given instructions on returning the faulty pump.